Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell on to the pump causing the touch screen to shatter. Customer is unable to read the pump screen due to the shattered screen. Customer's blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy and obtained long and short acting insulin.